Event description:
Customer reported a hospitalization event for his high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 810 mg/dl. The customer stated he had diabetes ketoacidosis, resulting in his hospitalization. He also stated he was experiencing nausea and everything conducive to diabetes ketoacidosis. The customer was unsure how he was treated at the hospital for his high blood glucose. The customer stated he was not in a vehicular accident. He also mentioned he was hospitalized for two weeks. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).